Event description:
It was reported that on (B)(6) 2020, a 28mm amplatzer amulet occluder was successfully implanted for a left atrial appendage (laa) closure using a 14f amplatzer amulet delivery sheath. The procedure went well, and there were no adverse events or problems reported. The device was successfully deployed the first time, and there was no need to recapture or reposition the device. On (B)(6) 2020, the patient complained of chest pain, and a small pericardial effusion was noted. The patient was treated with the anti-inflammatory colchicine. The patient was also treated for a post-procedure pericarditis. The pericardial effusion resorbed during treatment, but at the end of treatment, the pericardial effusion returned. Another treatment of colchicine was administered, but again the pericardial effusion returned after the treatment ended. As of (B)(6) 2022, the patient is being treated with a high dose of cortisone, and the patient will be assessed again at the end of treatment. The cause of the pericardial effusion could not be determined. On (B)(6) 2020, the patient complained of chest pain, and a small pericardial effusion was noted. The patient was treated with the anti-inflammatory colchicine. The patient was also treated for a post-procedure pericarditis. The pericardial effusion resorbed during treatment, but at the end of treatment, the pericardial effusion returned. Another treatment of colchicine was administered, but again the pericardial effusion returned after the treatment ended. As of (B)(6) 2022, the patient is being treated with a high dose of cortisone, and the patient will be assessed again at the end of treatment. The physician could not confirm if the pericardial effusion was caused by the device or not so the cause of the pericardial effusion remains unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of chest pain, pericarditis and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
Subsequent to the previously filed report, additional information was received that as of (B)(6). 2022, the pericarditis was still present and resorbing slowly. The pericardial effusion was located below the left ventricle. Heparin was administered during the procedure, and the patient's activated clotting time (act) levels were maintained above 250 seconds during procedure.